Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: 2015-111944

Event description:
A doctor reported suspected axenic endophthalmitis following an intraocular lens (iol) implant procedure. Fibrin was confirmed ten days after the procedure. The patient was treated with steroids. The lens remains in the eye. Bacterium inspection was not performed. Symptoms are improving.

Manufacturer narrative:
Product evaluation: the customer indicate the use of an approved cartridge. Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(4) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(4) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.